Event description:
Per the clinic, the device was explanted (date not reported) due to infection. It was reported that the patient was treated with a six week course of 'IV' unasyn (dosage not reported) commencing on (B)(6) 2013.the device has not been made available for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4): device currently unavailable.